Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5160263.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted, patient said she fell 3 months ago, and leads had migrated. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.